Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and immunosuppression ("immune system just got super suppressed") in an adult female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included dysuria, influenza and eczema. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") with rash, skin swelling, eye swelling and dark circles under eyes. In 2013, the patient experienced granuloma annulare ("granuloma annulare") with rash, vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), immunosuppression (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), eyelid pain ("eyelids pain") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, granuloma annulare, vaginal discharge, fatigue and headache was resolving and the genital haemorrhage, immunosuppression, urinary tract infection, allergy to metals, dyspareunia and eyelid pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, eyelid pain, fatigue, genital haemorrhage, granuloma annulare, headache, immunosuppression, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and immunodeficiency ("immune system just got super suppressed") in an adult female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included dysuria, influenza and eczema. In october 2012, the patient experienced allergy to metals ("nickel allergy") with rash, skin swelling, eye swelling and dark circles under eyes. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced granuloma annulare ("granuloma annulare") with rash, vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), eyelid pain ("eyelids pain"), headache ("headaches") and immunodeficiency (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, granuloma annulare, vaginal discharge, fatigue and headache was resolving and the genital haemorrhage, urinary tract infection, allergy to metals, dyspareunia, eyelid pain and immunodeficiency outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, eyelid pain, fatigue, genital haemorrhage, granuloma annulare, headache, immunodeficiency, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs + mr received- new events added: uti , granuloma annulare, rashes/swelling, nickel allergy, pain, vaginal discharge, fatigue, dyspareunia, eyelids pain. Outcomes of events granuloma annulare, pain, fatigue, vaginal discharge from unknown to recovering/resolving were updated. Lot number, new reporter were added. On (B)(6) 2018: other information received from consumer. Information added: medical history, events (headaches and immune system just got super suppressed) and symptoms of allergy (eyes were skin started breaking out, swollen, intense dark circles). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.